Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03305. It was reported the patient¿s scs system was not providing adequate relief for pain. As a result, the patient may be undergo surgical intervention.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-03305.